Manufacturer narrative:
On april 15, 2025, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Per devices received, the lot number under field d4 has been updated to 9948380 on this form. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Exact date of implant was not provided. Mentor is aware that date of implant (on (B)(6) 2022) is prior to the manufacturing date (september 11, 2023) of reported lot number 9948380. If any additional information becomes available, it will be updated and supplemental report will be submitted. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 6, 2025, device evaluation was completed as follows: mentor conducted a visual inspection and leak testing of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the sm mpps dv 450cc returned device. Regarding the reported capsular contracture condition, there are not enough details to determine the factors that may have caused this condition. Capsular contracture in the patient¿s breast might be the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Further, capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: since no malfunction was observed during the investigation. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent revision breast augmentation with 450cc mentor smooth round moderate plus profile on both sides and experienced breast implant deflation on her left side postoperatively. The patient underwent bilateral replacement surgery with gel devices on (B)(6) 2024. On (B)(6) 2025, mentor became aware that patient also experienced right side capsular contracture; baker grade unknown in addition to left deflation, and underwent bilateral replacement surgery with catalog number shpb685 on the left side and number shpb740 on the right side on (B)(6) 2024. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right capsular contracture; baker grade unknown. D4: UDI: as the serial, and lot number for the device involved in the event was not provided, the full UDI is currently not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).